Event description:
Patient implanted with left proximal tibia liss plate fixation on (B)(6) 2012 returned to the surgeon complaining about the plate protruding through the skin. Reportedly an exam on unknown date indicated fracture was healed. Surgeon returned the patient to the o.r. On (B)(6) 2012 for removal of the liss plate and screws. During the removal it was found that four of the screws had become cold-welded to the plate. The surgeon broke three screwdrivers, two conical extraction screws and one t-handle in trying to remove the cold-welded screws. Surgeon had to drill out the four screws to remove the plate. All screw shaft fragments were confirmed as retrieved. Other screws in the plate were removed without difficulty. The surgeon completed the procedure, and the patient is reportedly recovering well. This is 4 of 10 reports for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted. Three unknown locking head screws are still blocked in the plate nevertheless, their heads are drilled out and damaged completely. Due to the damage the complaint relevant dimensions cannot be checked to post-manufacturing dimensions anymore. The lot number is unknown, hence reviewing of manufacturing records is not possible. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
(B)(4): cold welded, galled, stuck screws can be an issue with titanium plates and screws. This issue has been studied numerous times internally and within the peer reviewed literature with mixed beliefs as to the cause. One is that during screw insertion, the screws are over torqued causing a galling situation and the other is that bio integration, bone in-growth, protein bridging, can cause the screws to stick. The design risk assessment is adequate for the intended use. (B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.